Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and inside of it color changes which make it hard to read. The customer blood glucose level was unknown. It was also reported that act and down button was hard to press and also received randomly no delivery alarms multiple times. It was also reported battery did not last for 7 days always and rewind was loud. The insulin pump will not be returned for analysis.